Manufacturer narrative:
Device evaluated by manufacturer: the wire was received missing the distal tip. Visual and microscopic analysis revealed that approximately 0.95 cm to 1.58 cm of the distal tip of the wire is missing. The fractured core wire was submitted to the sem (scanning electron microscopy) lab for analysis. The results are the fracture surface exhibited primarily equiaxed dimpled ruptures indicative of tensile. Also, a region showing faint fatigue striations was noted. No material anomalies were noted. The fracture occurred as a result of fatigue in a tensile overload direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, tip detachment occurred. The target lesion was located in the left circumflex artery. During use, the coil 'tip' of the pt2 guide wire broke off in the artery. The physician was unable to retrieve the detached tip and it remains in the patient. The procedure was completed with another of the same device and there were no further patient complications reported with the patient status listed as 'stable'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a tip detachment occurred. The target lesion was located in the left circumflex artery. During use, the coil 'tip' of the pt2 guide wire broke off in the artery. The physician was unable to retrieve the detached tip and it remains in the patient. The procedure was completed with another of the same device and there were no further patient complications reported with the patient status listed as 'stable'.